Event description:
Additional information later received from the patient reports the steps taken to resolve the need to catheterize was the patient had the bladder neurostimulator inserted on (B)(6) 2015. The patient urinate on their own sometimes after 8 years of not urinating on their own part. The patient still need to use catheter but less frequently.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0ueb1, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient reported that he developed a rash in the groin area in (B)(6) 2015. The patient shut stimulation off in (B)(6) 2015 and the rash seemed to be getting better. He had also continued to urinate on his own but did need to catheterize sometimes. The patient was going to continue to work with his doctor about the rash. It was noted that the change in therapy/symptoms was considered sudden. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.